Event description:
Pt was presented to the interventional lab for an angioplasty procedure of the iliac bifurcation. The vessels were described as not tortyous but moderately calcified. Both groins were accessed with 4 fr. Sheaths, a bentson wire was inserted, and the sheaths were exchanged for 6 fr. /23 cm brite tip sheaths, bilaterally. The physician then placed two balloons at the lesion using a "kissing balloon" technique and began inflation with a bard indeflator. Upon applying pressure both balloons burst at two atmospheres. The balloon were safely removed from the pt and the procedure was completed with two other balloons at the same size. It is noted that the products were properly inspected pre-use. There was no injury to the pt.